Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by a cracked power cord due to excessive force and mishandling. The cord was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4).correction: previous information regarding the service history review is incorrect. A service history review revealed that this device has been previously serviced for "ac cable", "broken connection cable", and damage to the ac cable.